Event description:
It was reported that a patient presented in clinic for an lead implant procedure. One day post procedure and upon interrogation, the patient's left ventricular (lv) lead was found to have lost capture. No patient symptoms were reported. Upon beginning the replacement procedure, visual examination found that the lv lead had dislodged. The lv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.